Event description:
Customer states system will boot up but does not produce x-rays. Malfunction duplicated. System appears ready however, when x-ray button is depressed system fails to respond. Malfunction isolated to c-arms lemo connector assy.

Manufacturer narrative:
The ge service rep repaired the lemo connector video pin repaired. Test exposures taken. System op checks performed.